Event description:
It was reported a revision was performed due to infection.

Manufacturer narrative:
Date is unknown to this date despite multiple attempts to obtain this information. However it is known that this was a two-step revision, with second step being done on (B)(6) 2017. It was additionally communicated that revision surgery and infection are not related to the devices explanted but that it was contracted after gastroscope.(B)(4).